Event description:
Mentor textured implants placed (B)(6) 2000. Numerous health problems gradually presented, with worsening symptoms the past 2 years, including hair loss, vision problems, low blood pressure, unexplained weight loss, pain, and more. FDA safety report ID# (B)(4).